Event description:
It was reported that the patient experienced stroke like symptoms and went to the emergency room (ER). The device was interrogated and it was noted there was atrial tachycardia/atrial fibrillation (at/af) but no episodes were collected by the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).